Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block messages. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. The customer changed the set twice and reported that it keeps on receiving insulin flow block message even when he was not connected. The customer performed 5.0 unit fill cannula and found that the insulin did not exit. The customer removed reservoir from the insulin pump and rewind and ran load reservoir with empty pump until piston reaches end of travel and found that the insulin pump did not alarm with no reservoir detected. The customer reported that the insulin pump received completed message without a reservoir. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).